Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas e411 disk analyzer. Patient 1 initial elecsys tsh assay result was 0.018 mui/l with a data flag and the repeat result was 9.52 mui/l with a data flag. Patient 2 initial elecsys tsh assay result was 2.24 mui/l and the repeat results were 0.020 mui/l and 0.018 mui/l. Patient 3 initial total psa result was 9.97 ng/ml with a data flag and the repeat results were 0.025 ng/ml and 0.024 ng/ml. The questionable results were not reported outside of the laboratory. The reagent lot numbers and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer found an issue with the sample/reagent probe pinch tubing and it was replaced. The investigation determined the service actions resolved the issue.